Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and received no delivery alarm. Customer's blood glucose level was unknown. Customer stated that insulin pump leaking insulin. Customer reported that when trying to push to clear alarm the buttons harder. Customer had to rewind and prime more than once. The insulin pump will be returned for analysis.